Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility had reported that the pt had a herniation of the colostomy. The physician attempted to examine the pt through the colostomy site. The perforation was detected at the beginning of the case, and the procedure immediately aborted. The pt was said to have a very "sick colon." The subject device was said to have been evaluated prior to the procedure and no sharp edges or exposed wires were noted. The device referenced in this report was returned to olympus for eval. The eval noted that the nozzle pin on the distal end cover was not completely flush with the surface of the cover, and caught on a gauze pad when examined, which may have caused or contributed to the reported event. There were no signs of catching or sharp edges noted on the other pt-contact surfaces for the endoscope. Minor scratches were observed on the distal end cover, but were not sharp. The unit passed electrical insulation testing. The device has been serviced and returned to the user facility. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic ileostomy procedure, the physician reportedly attempted to perform an examination through a pt's colostomy site, and the endoscope perforated the wall of the pt's colon. The procedure was aborted.